Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
The following was reported through the heart rhythm case reports in an article titled swimming pool saline chlorination units and implantable cardiac devices: a source for potentially fatal electromagnetic interference on (B)(6) 2019. It was reported that the right atrial lead exhibited sensing of noise when swimming in a pool with a saline chlorination system. Approximately a year later, the lead exhibited another episode of sensing noise when swimming in a different pool with a saline chlorination system. No further information available. (Wight j, lloyd m, et al. Swimming pool saline chlorination units and implantable cardiac devices: a source for potentially fatal electromagnetic interference. Heart rhythm case reports 2019;5:260¿261. Https://doi.org/10.1016/j.hrcr.2019.01.011).